Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient with diabetes (pwd) noticed the smell of insulin while using the restroom and discovering that the infusion site had come out, with the adhesive remaining on the body. No patient injury was reported.